Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to coronary artery disease, type I diabetes, end stage renal disease, kidney transplant and hypertension. It was stated that the customer was wearing the insulin pump at the time of death. The caller stated that the insulin pump cannot be returned as it was either lost or given away by the hospital. Nothing further was reported.